Manufacturer narrative:
The incident device was discarded by the customer and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the tip of the electrocautery pencil caught fire briefly during a mastectomy procedure. There was no injury to the patient. The incident device was discarded and will not be returned for evaluation. Both the pencil and the generator in use were checked by the hospital biomed and found to be functioning properly.